Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that high, out of range pacing lead impedance and high capture threshold were observed. The lead was capped and replaced. Patient condition was good after the event.